Event description:
During evaluation, the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged, and the display screen was found to be dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.